Event description:
It was observed that during the device evaluation, the subject device exhibited e226 due to cracked video connector and water leakage from the zoom focus grip. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.